Event description:
It was reported that a trained user requested a return for credit after approximately three weeks of use due to difficulty controlling blood glucose and disliking infusion set tubing, with reported fluctuations including highs to 385 mg/dl and lows to 62 mg/dl that persisted for a couple of hours on some days; the device alerted for highs and lows, corrections were administered, no assistance was required, and the user later discontinued use. Symptoms included none reported during the events. Outcomes included no need for outside assistance and no medical intervention. Investigation included review of available logs and case information to assess device performance and user-reported glucose variability. Investigation of this case revealed no device malfunction reported and no device component failure identified, while the primary complaint related to glucose variability of unclear cause and challenges managing tubing during wear. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.